Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the lead wire of the defibrillator was damaged and unusable. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Event description:
Correction: this report has been updated from product problem to serious injury. Philips received a complaint on the heartstart xl device indicating that the lead wire of the defibrillator was damaged and unusable. The patient had an irregular heartbeat, and it was indicated the condition did not progress. The device was used in monitoring mode. The device was being used to monitor a patient. No defibrillation was performed. Another device was used to manage the event. No patient impact was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to the ECG trunk cable failure. The root cause of the cable failure could not be determined. The issue was resolved by replacing ECG lead trunk cable and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.